Event description:
I purchased a new bedwetting alarm for my daughter and we set it up by correctly inserting batteries and plugging in the sensor. However, the alarm just got hot. It was vibrating and started heating up. I took out the batteries and the heating stopped. For test, reinserted batteries and let it sit. After about 30 minutes, the device was too hot to touch. I also replaced the batteries so, I know it¿s not the batteries since this happened again. When the sensor is inserted, the device vibrates a little and starts getting hot. I am not sure how my daughter can wear this device to bed if its getting so hot. It¿s clearly a hazard to her particularly when she is sleeping.